Event description:
The customer reported that there was "files corruption" error message upon boot. This error is likely to prevent the system from booting to a usable state. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.